Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal compounded baclofen 250mcg/ml at a dose of "100mcgml approx.", morphine 10mgml at 1.5mgday, and bupivacaine 12mgml at 1.8mgday. The indication for use was non-malignant pain. The patient developed long red striations and redness of the skin around her pump several weeks ago (from (B)(6) 2016) and was promptly put on an antibiotic regimen. The antibiotics seemed to be working, but the pump pocket was still sore and irritated. The decision was made to explant the pump and replace it with a new pump and return the catheter to the opposite side. The pump was explanted, and a new pump was placed on the opposite side. The rash was determined to be cellulitis, and after a complete antibiotic regimen, it resolved. It was not cultured to determine the specific bug. The issue was resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.